Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with motor error alarm during basic occlusion test and alarmed during prime test due to protruded/loose drive support disk. The insulin pump had a cracked display window corner, scratched lcd window and cracked reservoir tube lip.